Event description:
It was reported that during a percutaneous transhepatic cholangiogram, detachment occurred. The target lesion was located in the liver. It was noted that the case proved to be difficult and the circumstances were not favorable due to scarring of the tissue. Upon removal of the catheter, the ¿silver ring¿ from the catheter dislodged. The dislodged ring was retrieved immediately using the accustick sheath. The procedure was completed using a non-bsc needle. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by manufacturer - received one accustick introducer system with original opened pouch and product label. Residue was present on the device indicating use/ handling. A visual examination of the device found the three (3) components separated. The metal cannula was bent near the center. The sheath was bent and presented evidence that the ro marker had been properly swaged onto the distal end, additionally the surface was damaged as the ro marker was slid distally over the sheath material. The sheath tip was torn outward. The dilator was bent near the distal end and the tip was torn in manner similar to the sheath tip tear. An examination of the detached ro marker found it to be flattened but unbroken. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transhepatic cholangiogram, detachment occurred. The target lesion was located in the liver. It was noted that the case proved to be difficult and the circumstances were not favorable due to scarring of the tissue. Upon removal of the catheter the "silver ring" from the catheter dislodged. The dislodged ring was retrieved immediately using the accustick sheath. The procedure was completed using a non-bsc needle. There was no harm to the patient.

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).